Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that review of the log files found that the lvad clock was reset, indicating a complete loss of power to the pump and an ensuing pump stop. Neither the customer nor patient recall a pump stop, and there was no adverse patient effect.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. Analysis of the submitted log files revealed controller clock corrupt alarms due to the controller¿s clock being reset to the default timestamp of (B)(6) 2000. The pump¿s clock was also reset, suggesting that there was a complete loss of power to the system that had caused the pump to stop. The onset of the event was not captured in the submitted files, therefore, a specific cause for the pump stop could not be conclusively determined through this evaluation. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.